Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the sensor was returned for investigation, from the pictures available we can confirm that a portion of the sensor housing broke off during the explant procedure. The root cause is extra force used on the clamps on the tip of the sensor.the removal was successful and no further investigation was necessary. H6 result code updated to 3252. H6 conclusion code updated to 4311.

Manufacturer narrative:
The sensor which seems to be chipped was successfully removed on (B)(6) 2019. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 14th 2019,senseonics was made aware that during sensor removal doctor experienced rough along the tip of the sensor as might it have been chipped.